Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of ppm revealed atrial noise on manual manipulation and represented as auto mode switching (ams). Atrial undersensing was also noted. The sensitivity had previously been programmed. Egms displaying p wave undersensing. Programming changes were made. The patient was not symptomatic to these events and the physician has chosen to review the patient again in a year. The patient was stable.